Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01aug2019. The manufacturer's field service engineer (fse) encountered error code 1104. The fse replaced the cpu board to address the reported problem. Device is returned to full functionality. The part was returned to the manufacturer for investigation: it was determined the root cause for the reported issue is due to the cold solders on 330 ohms 5% resistor leads in the ls1 buzzer generated the 1104 diagnostic code. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported backup alarm failed error code 1104. There was no patient involvement.